Event description:
Pt came into capd clinic with leak from capd catheter. Catheter had lengthwise split about 3/4" from exit site. Extension was attached after removing split catheter and pericath applied. Exchange done with 1gm ancet with 2l solution. No leak. The next day developed another lengthwise tear in pd cath extending into exit site. Dialysis held. Pt to clinic and then to hospital to have present catheter removed and new pd catheter inserted.